Manufacturer narrative:
Additional information of fa number.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte-n autoguard needle did not retract. The following information was provided by the initial reporter, translated from french to english: incident date: (B)(6) 2025. Description of the event: defective system, dysfunctional button, impossibility of automatic retraction of the needle resulting in the vein of the young newborn being snapped.

Manufacturer narrative:
Investigation results: the complaint that the needle would not retract was confirmed and the cause appeared to be manufacturing related. Three representative 24g insyte-n autoguard devices were received in sealed packaging from lot #4208538. A functional test revealed that the tip of one catheter was bonded to the needle. Attempts to loosen the IV catheter from the needle revealed the catheter adapter could rotate about the needle, but the catheter tip remained bonded to the needle. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.